Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device was tested prior to use. Flushed, no issue. The catheter was advanced in the epidural space. The snaplock was closed and at this stage it was impossible to do the injection in the catheter. The snaplock was dysfunctional. Clinical consequences: the catheter had to be removed and then another epidural catheter was inserted with a new kit.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter and snaplock assembly with no relevant findings. The customer reported that the snaplock assembly was blocked. The customer returned one snaplock assembly and lidstock (referenc files (B)(4)). The returned snaplock assembly was visually examined with and without magnification. The snaplock assembly appears typical with no defects or anomalies observed. A functional flow test was performed on the returned snaplock assembly per (B)(4) section 7.8; rev. 7. A lab epidural catheter was inserted from the proximal end into the returned snaplock assembly until it bottomed out and the snaplock assembly was closed. The components were confirmed to be secured by tugging gently. The snaplock assembly was connected to the lab leak tester (c05176) and the pressure was increased to 10 psi to establish flow. Water could be seen immediately exiting the distal end of the catheter. The reported complaint of the snaplock being blocked could not be confirmed based on the sample received. A device history record review was performed on the epidural catheter and snaplock assembly with no evidence to suggest a manufacturing related issue. The returned snaplock assembly passed a functional flow test. There were no functional issues found with the returned sample.

Event description:
It was reported that the device was tested prior to use. Flushed, no issue. The catheter was advanced in the epidural space. The snaplock was closed and at this stage it was impossible to do the injection in the catheter. The snaplock was dysfunctional. Clinical consequences: the catheter had to be removed and then another epidural catheter was inserted with a new kit.